Event description:
I'm looking to find out if an actively locked/ unlocked, remaindered pull dispensing system should be FDA controlled. I have concerns that flaws in the design, if it were not approved by the FDA, could result in pt harm (no pills, too many pills, etc).